Event description:
The patient remained hospitalized in stable condition. Antibiotics for ongoing driveline infection and bandaging were continued.

Manufacturer narrative:
B5: the patient's ongoing driveline infection was previously reported under MFR report #s 2916596-2022-14910 and 2916596-2022-12807. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6) and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) no product is available for investigation. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as bleeding, and infection (local, driveline, and pump pocket) that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023 the bleeding resolved without sequelae.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had bleeding of the soft tissues of the fistula of the lower third of the postoperative wound. The patient was given blood products, but the bleeding had not resolved.